Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 400mg/dl. The customer was treated with manual injection. Offered customer to troubleshot for high blood glucose level. Customer also stated insulin pump had insulin flow block alarm. Customer also had troubles with three reservoirs that would fill up and insulin wouldn't come out also the one the needle didn't come out. Customer also stated infusion set cannula was bent. The insulin pump will not be returned for analysis.